Event description:
Additional information was received that the device was reprogrammed to deliver the first shock from 31 j to 21 j. The device was reprogrammed to remove the svc from the shock vector. No further information was available. Filing supp report. (B)(4).

Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance measurement fluctuated from within acceptable limits to greater than 200 ohms. During an in clinic check, the shock impedance measurement was greater than 200 ohms in the rv to the right atrium. Testing in rv to can was consistently in the low 90 ohms range. Technical services was consulted and discussed programming considerations. The cause of the out of range measurement was suspected to be a concern with the proximal coil. The patient was scheduled for defibrillation threshold (dft) testing. Reprogramming was likely to occur following the testing. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.